Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a trail external neurostimulator (ens) for urge incontinence. The patient reported that she has been feeling a pressure. The patient was unsure if it may be the start of a urinary tract infection (uti), or if it¿s from the device. The patient stated that she had been up last night (B)(6) 2018, with diarrhea and throwing up. A couple days later, the patient reported that she has a uti and is taking medication for it. The trial started on (B)(6)2018. No further complications were anticipated/reported.